Event description:
On an unk date, this pt was identified with an infected gore excluder aaa endoprosthesis. It was reported the pt previously presented with an unspecified endoleak (date unk), and an intervention(date unk) was performed to coil embolize the endoleak. According to the physician, the device became infected due to this procedure. On (B)(6), 2012, the pt was converted to open repair, and the aorta was repaired surgically. Add'l info has been requested.